Event description:
On 15-dec-2021: follow up information was submitted to update the awareness date. Moreover, the result of the complaint investigation of returned used device (1 set) showed that a click connector test was found within specifications and during the static pull test the tubing connector was disconnected from cannula part/base piece. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number 1484427 event occurred in the united states. On 02-sep-2021, the patient reported that on (B)(6) 2021, the infusion set's tubing detached at the quick release while sleeping and his blood glucose level was 300 mg/dl. The site location was the back side of his hip and the pump was short, on the front side. The infusion set had been used since (B)(6) 2021. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. Currently, his blood glucose level was 250 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, the patient reported that on (B)(6) 2021, the infusion set's tubing detached at the quick release while sleeping and his blood glucose level was 300 mg/dl. The site location was the back side of his hip and the pump was short, on the front side. The infusion set had been used since (B)(6) 2021. Further, the infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to his body. Currently, his blood glucose level was 250 mg/dl. No further information available.